Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection, seroma, & necrosis.

Event description:
Patient's legal representative reported left side infection ¿serratia marcescens", "serous cloudy liquid collected from left pocket", deterioration of tissue, pain, and mental suffering. The device has been explanted and replaced.